Event description:
According to the available information, the implanter struggled to anchor the dynamic side of the altis on the patient's right side. They were eventually able to anchor but felt it was too superficial for adequate anchoring. An attempt to pull the anchor free was made but was unsuccessful. The implant mesh an sutures were trimmed and freed bilaterally. Both anchors were left implanted. A second altis was implanted uneventfully (static in patient's right and dynamic in patient's left). The dissection was noted as being 1.5cm wide and dissected back to the sulcus to allow for adequate space for proper sling placement. It was noted the patient had a narrow pelvis with proximal target anatomy.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.